Event description:
The pump was returned for investigation. Investigation revealed a display failure. This report is made based on results of investigation completed on 09/11/2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09/11/2014 with the following findings: during testing, the pump was powered on and the display screen appeared dim and discolored. Unrelated to the display issue, the information label on the back of the pump was torn. (B)(6).